Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the function of the device is switching on and off during use, was confirmed. It was found that the 8-way socket assembly was corroded. The defective socket assembly was replaced, the software was updated, and the device was cleaned, newly calibrated, tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket assembly. This would have caused the complaint as reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate (B)(6) that the generator device was switching on and off during use. During in-house engineering evaluation, it was determined that the 8-way socket assembly on the device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.